Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided through japan tvt, a laparotomy was performed to remove the hematoma, and the procedure was completed successfully. The patient was discharged from the hospital. No additional information or nvestigation is required.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis were not able to be performed. Lot history review revealed one similar complaint related to this event. Investigation is pending on this lot history complaint. Complaint history review from august 2018 through july 2019 for the edwards esheath introducer set (all models) revealed other similar returned complaints. No potential manufacturing non-conformances were identified in the similar esheath / commander delivery system complaints. Available information suggested patient and/or procedural factors likely contributed to the reported events. Device history record review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the esheath undergoes multiple 100% visual and dimensional inspections. Following sterilization, product verification (pv) testing is done on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. In this case, the complaint was not able to be confirmed since the device was not returned and no case imagery was provided for review. Therefore, a manufacturing nonconformance was unable to be determined. Review of lot history, DHR, and complaint history showed no indication that a manufacturing nonconformance contributed to this event, and a review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported resistance. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As noted in complaint description, the patient¿s access vessel had mild tortuosity and mild calcification. Tortuous patient anatomy can create sub-optimal angles that would result in a difficult pathway for advancement of the delivery system while calcification can constrict sheath expansion during delivery system insertion. These patient factors (tortuosity/calcification) could have resulted in the sheath shaft resistance with delivery system. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definite root cause could not be determined, procedural factors (angle of device insertion, manipulation of the device), in addition to patient factors (vessel characteristics) may have contributed to the resistance encountered during the advancement of the delivery system and valve though the esheath. The reported resistance between the devices and manipulation of the devices may have also contributed to the external iliac artery rupture and subsequent placement of a stent graft. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
As reported by our affiliate in japan and through the japanese tavi case registry, on the same day of the tavr procedure, abdominal compartment syndrome was observed. The patient required prolong hospitalization. On postoperative day (pod) 85, the patient was transferred to rehabilitation facility. No further information regarding the reported event was provided. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information: section g3: report source; section h10: narrative text. As reported by our affiliate in japan and through an article, ¿delayed re-bleeding after balloon-expandable stent-graft implantation for an iliac artery rupture¿, post tavr, a ¿huge¿ hematoma and minor continuous leakage of contrast from the prior left eia rupture site were revealed by contrast CT. Angiography revealed a small extravasation of contrast material through the overlapping stent grafts in the early phase and gradual expansion during the delayed phase. To achieve hemostasis for the re-bleeding, an additional bare-metal stent, which was larger than the reference vessel diameter, was implanted to increase the radial force of stent grafts. There was no subsequent re-bleeding in either the early or delayed phase. The patient was discharged 14 days after tavi without any recurrent bleeding events. The mechanism of re-bleeding was considered the acute recoil of stent grafts, stent graft mal-apposition, and/or retrograde blood flow from the branch of the iliac artery, although the author could not find conclusive evidence thereof. Reference for article: sago m, shimura t, yamaguchi r, adachi y, tsunaki t, yamamoto m. Delayed re-bleeding after balloon-expandable stent-graft implantation for an iliac artery rupture during transcatheter aortic valve implantation. Cardiovasc interv ther. 2021 feb 10. Doi: 10.1007/s12928-020-00747-2. Epub ahead of print. Pmid: 33566228.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, resistance was encountered upon insertion of a commander delivery system through a 14fr. Esheath. Approximately 2ml of propofol was injected through the flush port of the esheath for lubrication. The delivery system was not able to be advanced at external iliac artery (eia). Multiple attempts to advance the delivery system were made. An additional 2 ml of propofol was added and although significant resistance was still felt, the delivery system was passed through the esheath. A sapien 3 valve was then deployed without problem. Following the withdrawal of the esheath, the blood pressure (bp) dropped to the 40¿s mmhg. An angiography revealed a left eia rupture and contrast agent leaking into the abdominal cavity. A stent graft was implanted. Blood products were transfused. The access vessel minimum luminal diameter (mld) measured 6.1mm with mild vessel calcification and mild tortuosity reported. The esheath and delivery system were discarded following the procedure and are not available for evaluation. The valve remains implanted in the patient.